Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 24, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the iol was received cut in half. The lens was cleaned and visual inspection under magnification was performed. Scratches were found on the optic body, and both haptics were bent. No further issues were identified. Based on the return condition of the lens, no further product evaluation could be performed. A product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted."

Manufacturer narrative:
Patient information: information unknown/asku. Date of event: the exact date is unknown. The best estimate is between the implant and explant dates, (B)(6) 2022. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the j&j iol (intraocular lens) was explanted from the patient's left eye due to them experiencing dysphotopsia. It was unknown if their daily activities were significantly affected. There was no incision enlargement, no vitrectomy, and no sutures required. Reportedly, after the explant the patient fully recovered. No other information was available.